Event description:
A trilogy evo o2 ventilator was returned to a third-party service center for the allegation of "oxygen supply error". There was no patient involvement, and no harm or injury reported. On device evaluation, error code e-81 was noted in the error log indicating the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open and therapy would not shut down; the patient would not receive oxygen. Additional error code e-147 was also noted in the error log indicating the o2 flow sensor railed to maximum negative value. Evaluation determined based on these errors, the oxygen blending module (obm) required replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.